Event description:
It was reported that guide wire coating detachment occurred. Vascular access was obtained via the right internal jugular vein through ultrasound. A 035/180 zipwire hydrophilic guide wire was advanced through a metal needle. When the guide wire was pulled back with the needle still in place, some of the hydrophilic coating was sheered off by the needle and was left inside the patient. The patient was stable with no complaints of pain or swelling in the neck. The guide wire and the needle were removed. Further attempts via the jugular access were aborted and access was then obtained via the right subclavian vein under fluoroscopic control. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the dfu states: do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. (B)(4).